Event description:
The customer reported being in the emergency room for high blood glucose. The blood glucose was reading 205 mg/dl. Troubleshooting was performed. The insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.